Manufacturer narrative:
The reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2: reference MFR. Report# 1627487-2018-04207. The patient is implanted with two leads and the manufacturer is unable to determine which lead is liable. It was reported the patient has been experiencing discomfort (described as a burning/stinging sensation) at the lead site since experiencing a fall. Surgical intervention may be pending to address this issue.